Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a ruby coil, a lantern delivery microcatheter (lantern), a rotating hemostasis valve (rhv), and a base catheter (6f). It was reported that the patient¿s anatomy was tortuous. During the procedure, while retracting the ruby coil to reposition, the physician experienced resistance and noticed that the ruby coil unintentionally detached within the base catheter. The base catheter containing the detached ruby coil was removed. The procedure was completed using another ruby coil, the same lantern, the same rhv, and the same base catheter. There was no report of an adverse effect to the patient.